Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/11/2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was confirmed via data. Also, a transmitter failure was confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log confirmed the reported event of a low transmitter batter. The root cause was could not be determined.